Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. During advancement of a 2.0 x 8 mm mini trek balloon catheter over a balance middleweight universal ii (bmw ii) guide wire, there was strong resistance. The devices were removed together and a new bmw ii was used. A non-abbott guide wire and mini trek were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The balance middleweight referenced is being filed under a separate manufacturing report number.